Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection found no damage. A functional evaluation was performed on the complaint unit. The wand was connected to the system, and it was confirmed that there was no rf output. It was then tested with a known good main board, and it worked properly. Hence, it was confirmed that the original main board was faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include a power surge in the controller or a failure of an internal component. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, the coblator ii controller did not form plasma in the wand, and it could neither ablate nor coagulate. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.